Event description:
It was reported the patient experienced a stomach ache within 1-2 hours of turning stimulation on. The patient experienced nausea and vomiting on a daily basis after ingesting food. It was reported the patient¿s stomach ache would go away after a while after turning the implantable neurostimulator (ins) off. The patient felt the stomach ache may be related to stimulation, and could see how it could trigger the stomach ache because of the location of the lead. However, it was reported that the overall stimulation covered the patient¿s needs, allowed him to be an active person, and that therapy worked great for him. It was further reported the patient fell around (B)(6) 2013 while cleaning carpets and symptoms began after that. The patients back was reported to be a little sore for 1-2 weeks, but he hasn¿t had any problems since. It was reported the patient¿s falls have reduced significantly since he was implanted. Additional information received reported the patient cancelled his appointment with the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# va02j9h, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v780541, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2012, product type: lead. (B)(4).